Event description:
A patient reportedly was unable to test on ot ultra meter for a week. The meter allegedly had no power. Symptoms were "sweaty, spouse thinks may be high". Tried using other meter (one touch profile meter) but got error message on that meter. There was no comparison. Not treated. No further information has been reported.